Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted due to uterine prolapse with cystocele, rectocele and enterocele. It was reported that patient underwent removal of polypropylene mesh on (B)(6) 2004 due to severe right buttock pain following sacrospinous ligament fixation and vaginal erosion.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted, concurrently with a hysterectomy due to pop, and sui. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, recurrence, bleeding, & dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2004 due to extrusion. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.